Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor failed to program the flash memory and then failed to power on. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105 (or ram components u100 and u101). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.